Event description:
It was reported that the device was not functional during the surgery and that no aspiration was possible during surgery. Evaluation of the device later revealed that the device's battery had leaked inside the battery pack. There was no impact to any persons involved. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Visual examination of the returned product/provided pictures identified the batteries had leaked inside the battery pack. Functional testing found the device would not power on when connected to the original battery pack, but functioned normally when connected to the lab battery. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Visual examination of the returned product/provided pictures identified the batteries had leaked inside the battery pack. Functional testing found the device would not power on when connected to the original battery pack, but functioned normally when connected to the lab battery. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was not functional during the surgery and that no aspiration was possible during surgery. Evaluation of the device later revealed that the device's battery had leaked inside the battery pack. There was no impact to any persons involved. No adverse events were reported as a result of this malfunction.